Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the  patient was implanted yesterday and last night was up 7-8 times and that was insane because they had gotten straightened out where they was so much better through the trial and they knew what the trial did. Patient states last night patient went to bed and did not have that much to drink. Patient had maybe one tall venti drink and a regular drink or cup of water when they took their pills and they told patient to take tylenol again. Patient states therapy was on . Patient states it took a minute or two to figure out how to use the equipment but the representative showed them some things so it is working as far as functional. Patient states yesterday after implant the setting was put on 0.3 and it was uncomfortable so it was decreased to 0.1. This morning patient changed the setting to 0.2 and states can tolerate it . Patient states last night when they went to sleep that's when everything changed. Patient thinks their position changed and they also had a few more things in them because they only had what they put into all day long so they did not think they had a whole lot in them patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.